Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. The patient experienced dizziness and loss of consciousness. The cgm was reading 257 mg/dl and the blood glucose reading was 41 mg/dl. The patient was transported to the hospital, was treated with carbohydrates, and discharged after 3 hours. There was no documentation of further medical intervention for hypoglycemia. At the time of the report, the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.